Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the functional testing. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at liquid crystal display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 286 mg/dl. The customer treated with a manual insulin injection. The customer reported receiving a motor error alarm from the insulin pump during prime. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.